Event description:
It was reported that the radiopaque tip marker cannot be seen under fluoroscopy. The target lesion was located in the abdominal/liver region. A renegade hi-flo was selected for use. During the procedure, it was noted that the radiopaque tip marker cannot be seen under fluoroscopy. The device was pulled from the access point completely. The procedure was completed with a different device. No patient complications were reported.